Event description:
It was reported "the patient was enrolled in a clinical study. A right thumb trapeziometacarpal joint arthroplasty with a nugrip implant was performed on (B)(6) 2010. The patient experienced persistent pain (on an unknown date) following the surgery. A post-operative x-ray was performed which demonstrated a subsidence of the "cmc orthosphere" into the trapezium and actually a little site of fracture of the trapezium. The patient had a subjective clinical exam consistent with carpal tunnel. In addition she also had dysesthesia along the dorsum aspect of the thumb indicative of injury to the sensory branch of the radial nerve. A revision surgery and nugrip implant removal was performed on (B)(6) 2011. Post-operative diagnosis: failure of carpal metacarpal arthroplasty of the right thumb, carpal tunnel syndrome and fracture of the trapezium."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.